Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) explained to the field representative the risk of having low impedance measurement and suggested troubleshooting options. Additional information indicated that the source of low out-of-range shock impedance was not identified. No commanded shock was performed and the patient will be monitored. The system remains in service. No adverse patient effects were reported.